Event description:
The customer reported that during the self check, impedance test failed was displayed on the generator and the unit didn't activate. The generator was turned off and on, but the same result occurred. The procedure had to be cancelled. No patient harm occurred.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.